Event description:
It was reported while running the programmer, it will go to a black screen. This has happened several times. This has only been reported since the latest reveal xt usb (universal serial bus) update was administered. Service disk was tried, but it has no effect. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the black screen, however, errors were found in the error log, as a result the link electronic module was replaced.